Event description:
Unomedical reference number (B)(4). Event occurred in spain on (B)(6) 2024, it was reported that the patient faced twisted infusion set which led to fracture while sleeping. No further information was available.